Event description:
Event description boston scientific received information that a pacer-dependent patient with this cardiac resynchronization therapy defibrillator (crt-d) is experiencing pacing inhibition, oversensing, and inappropriate detections. It was reported that this could be reproduced when the patient crosses their arms. The representative caller was looking for possible sources and/or recommendations.